Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735368, lot #: 1925293. H3 - a manufacturer representative went to the site to service the system. The computer was replaced. Evaluation of the returned computer confirmed the event. Had to use the reset switch to start the computer. The bios is set to (B)(6) 2007. It has a failing / dead cmos battery. The ent program starts and runs normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system did not start up even when the power was turned on. The site used the reset button to recover. No known impact to patient outcome. There was no surgical delay.